Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastrectomy, on dividing the stomach, the surgeon was able to squeeze the handle and press the green button, but the staples were not deployed. There was no tissue cut.they replaced the handle to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastrectomy, on dividing the stomach, the surgeon was able to squeeze the handle and press the green button, but the staples were not deployed. They replaced the handle to complete the case. No patient injury.